Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2007; 1103, hvad pump, implanted: (B)(6) 2018; 1318, hvad surgical tools, implanted: (B)(6) 2018; 1125, hvad outflow graft, implanted: (B)(6) 2018; 100us, hvad drive line, implanted: (B)(6) 2018; 1475, hvad accessory, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during recorded episodes. The lead remains in use. No patient complications have been reported as a result of this event.